Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020 in the (B)(6) hospital of (B)(6) new area two clips were found broken prior to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1900208 was manufactured on 05/07/2019 a total of 15,582 pieces. Lot was released on 05/15/2019. DHR investigation did not show issues related to complaint. The pictures were unable to be confirmed failure mode reported as "broken parts - clip - info not provided". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken parts - clip - info not provided" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
It was reported that (B)(4). 2020 in the first people's hospital of liangjiang new area two clips were found broken prior to the patient.